Event description:
It was reported to philips that the device failed operational testing. There was no reported patient involvement. The customer worked with a philips technical support representative and it was determined that the device needed a replacement optical switch assembly. The customer was provided with replacement parts and the issue was resolved. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the device failed operational testing. There was no reported patient involvement. The customer worked with a philips technical support representative and it was determined that the device needed a replacement optical switch assembly. The customer was provided with replacement parts and the issue was resolved. The device remains at the customer's site. No further action is warranted at this time.